Manufacturer narrative:
Section d4: model number: unknown; information was requested but not provided. Best estimate is that it is an odyssey lens. Section d4: catalog number: the catalog number is unknown, as the serial number was not provided. Best estimate is that it is an odyssey lens. Section d6b: if explanted; give date: not applicable as the device remains implanted. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported of experiencing issues with an odyssey injector in which twisting to release the intraocular lens (iol) felt unusually stiff, and the lens emerged with a peripheral scratch. The doctor determined it would not affect the patient¿s vision and left the lens in place. Attempts to resolve the issue included using balanced salt solution (bss) and ophthalmic viscosurgical device (ovd) and varying dwell times, but the cause of the resistance and scratching could not be identified. No patient injury was indicated. No further information was provided. The doctor reported issues with two odyssey injectors. This report addresses one of the incidents. A separate report has been submitted for the other.

Manufacturer narrative:
Corrected data: in review, it was noticed that an incorrect establishment name was inadvertently entered in section e1 of the initial MDR submission. This supplemental MDR report provides the corrected information as detailed below: section e1: establishment name: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.